Manufacturer narrative:
Per the user guide: always make sure that the correct settings are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing, unspecified high blood glucose (bg). Customer is working with healthcare provider to adjust personal profile settings and address bg.